Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date with low blood glucose of 11 mg/dl and current blood glucose was 223 mg/dl. Customer stated that, this occurred saturday night, he must of fell, then customer ended up in hospital and then was sent to the emergency room. Customer was wearing the pump at time of hospitalization. Customer was unable to complete care-link upload. Based on customer report customer does not allege pump was over delivering. The sensor and insulin pump will not be returned for analysis.